Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sils op tapp dext. Isolation procedure, the device was broken at the bendable place. No closure of the branches possible anymore. New device was used. No patient data available. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, nothing fell into situs, no reinforcement material used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Damage was noted on the clevis cover. Function tested noted that the rotation knob functioned properly. The graspers were applied to test media and grasped the media without issue. The handles opened and closed without any hang ups noted. No functional abnormalities were observed. Replication of the damaged clevis cover condition may occur when excess leverage and maneuvering is applied to the instrument during use. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.